Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both loss of capture and intermittent capture were noted on patient¿s right ventricular lead post-system implant after leaving the procedure room. Patient appeared to be pacemaker dependent at the time this was noted. Upon interrogation, only intermittent capture was noted and physician decided to bring patient back to the procedure room and replace the lead. The lead was explanted and replaced without incident. Patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.